Event description:
It was learned through the received medical records that a patient with a 27mm 3300tfx aortic valve developed an aortic root pseudoaneurysm with rocking of his prosthetic valve and severe pvl. The patient presented with diastolic and systolic heart failure. The valve was explanted and replaced with a 25mm 11500a valve. The patient was discharged on pod #15. Per received medical records, the patient developed prosthetic valve endocarditis with a large mobile vegetation and evidence of an annular abscess after an implant duration of four months and twenty nine days. He had been scheduled for urgent surgery, but had an embolism in his sma, in the intervening time, requiring exploratory laparotomy/sma embolectomy. The patient had a meaningful recovery and was discharged to an ltac for profound debilitation. It is noted given his severe and grave condition he was deemed not to be a candidate for redo heart surgery at that time. Subsequently he had a meaningful recovery and had developed severe paravalvular leak and a large annular pseudoaneurysm with rocking in the prosthetic aortic valve. He underwent a redo avr with aortic root reconstruction. The aortic valve was removed. The annulus was debrided and the pseudoaneurysm was repaired with a bovine patch and a 25mm inspiris valve was implanted. The valve was well seated. The patient tolerated the procedure well and was transferred to ICU in stable, but critical condition. The patient was discharged home on pod # 15.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b7, d4, h4 and h6 valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. The explanted device is not available for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Based on the available information, a definitive root cause could not be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of 1 year, 5 months due to aortic root pseudoaneurysm with rocking in the prosthetic valve, and severe paravalvular leak. The aortic pseudoaneurysm was repaired with a bovine patch and the explanted valve was replaced with a 25mm 11500a valve. Per received medical records, the patient initially developed prosthetic valve endocarditis, with a large mobile vegetation and evidence of an annular abscess. He had been scheduled for urgent surgery, but had an embolism in his sma, in the intervening time, requiring exploratory laparotomy/sma embolectomy. The patient had a meaningful recovery and was discharged to an ltac for profound debilitation. The patient later developed a severe paravalvular leak and a large annular pseudoaneurysm. He underwent a redo avr with aortic root reconstruction. The aortic valve was removed. The annulus was debrided and the pseudoaneurysm was repaired with a bovine patch and a 25mm inspiris valve was implanted. The valve was well seated. The patient tolerated the procedure well and was transferred to ICU in stable, but critical condition. The patient was discharged home on pod # 15. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.